Event description:
A report was received that the patient was feeling heat at the pocket location. In addition, the patient reported intermittent pain. The physician assessed the patient and stated that the pain was from the lead wires and sutures (procedure related). The physician prescribed the patient lidoderm patches for the pain. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-1110-02 serial# (B)(4) description: ipg kit (without pull-through tunneler).

Event description:
A report was received that the patient was feeling heat at the pocket location. In addition, the patient reported intermittent pain. The physician assessed the patient and stated that the pain was from the lead wires and sutures (procedure related). The physician prescribed the patient lidoderm patches for the pain. The patient is reportedly doing well.